Event description:
It was reported that the customer was having difficulties transmitting blood glucose data from his tester to his insulin pump. At the time of reporting, the customer's blood glucose level was 201mg/dl. Troubleshooting determined that the pump communication feature was turned off. Once the customer set it to "on" he was able to get his blood glucose reading. During the call the customer also mentioned that he had recently had low blood glucose of 30mg/dl owing to his taking a 6.5 unit meal bolus dose when his blood glucose was a 71mg/dl. The customer treated his low blood glucose at the time by eating bread and jelly as well as drinking juice. No equipment is being returned or replaced. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.